Event description:
A medtronic representative reported a navigation system camera with an amber error led illuminated. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped. Medtronic investigation of returned suspect device finds that as reported, the psu event log had recorded many instances of the illuminator current moving in and out of range. The psu also failed an aak test at .53 mm. Electrical failure, system fault code, directly caused the event. Issue was able to be duplicated.